Manufacturer narrative:
An unexpected transition to a system malfunction state can occur on the carestation 600 series systems. If the system malfunction is left unresolved, it could result in loss of mechanical patient ventilation, which could lead to hypoxia. Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on 05/17/2017. The recall number is z-2703-2017. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device problem already known, no evaluation necessary.

Event description:
The hospital reported that, unit showed error message of " internal error; possible system shutdown". There was no reported patient involvement.